Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the rptr: after the handle was squeezed for the 2nd or 3rd firing, the coil was struck in the distal end of the shaft and the tissue was slightly damaged. A new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. There was a little bleeding observed and it was treated with electric cautery.